Manufacturer narrative:
MFR 3003721894-2017-00035 is associated with argus case (B)(4), new poligrip sg. New poligrip sg is marketed in the us as super poligrip.

Event description:
Suicide attempt [suicide attempt], dyspnoea [dyspnoea], vomiting [vomiting], mouth swelling [oral mucosa swollen], lip swelling [lip swelling], pharyngeal oedema [throat swelling], blood gases abnormal [blood gases abnormal]. Case description: this case was reported by a other health professional via out of hour services and described the occurrence of suicide attempt in a (B)(6) male patient who received double salt dental adhesive cream (new poligrip sg) cream for an unknown indication. The patient's past medical history included depression. On an unknown date, the patient started new poligrip sg. On (B)(6) 2017 10:00, unknown after starting new poligrip sg, the patient experienced suicide attempt (serious criteria gsk medically significant), dyspnoea, vomiting, oral mucosa swollen, lip swelling, throat swelling, blood gases abnormal and intentional product misuse. On an unknown date, the outcome of the suicide attempt, dyspnoea, vomiting, oral mucosa swollen, lip swelling, throat swelling, blood gases abnormal and intentional product misuse were unknown. It was unknown if the reporter considered the suicide attempt, dyspnoea, vomiting, oral mucosa swollen, lip swelling, throat swelling and blood gases abnormal to be related to new poligrip sg. [Clinical course]: on (B)(6) 2017, the patient intentionally ingested new poligrip sg with lime desiccant for suicide attempt/self-injury at 10:00. He consulted the reporting hospital at 18:00 on the same day. Swelling of lips and pharynx was noted. He was treated with oxygen, transfusion and antiemetic. The symptoms were inferred to be caused by lime desiccant.